Event description:
It was initially reported to boston scientific that during a procedure of a recently ruptured aneurysm the microcatheter control was challenging throughout the case. The 1st two coils were placed and detached with satisfactory angiographic appearance. After placement of the 3rd coil, a small transient contrast blush was noted at an area adjacent to the aneurysm, and it was observed that a small section of the 3rd coil was visible beyond the aneurysm outline. The blush of contrast was not visible on the next run or subsequently. The 4th coil was then placed, and the case completed.